Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap was retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has also been performed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "sensor error" error message and was unable to obtain glucose readings. The customer experienced loss of consciousness. The customer was unable to treat themselves requiring non-healthcare professional (hcp) treatment of "glucadonne". No further treatment was reported. There was no report of death or permanent impairment associated with this event.